Event description:
It was reported that the ligasure impact, "was unable to cauterize. It locked. They were unable to open the instrument" during a procedure. The procedure was completed successfully without any procedure delay. There was no medical treatment or intervention and no adverse consequences associated with this event.

Manufacturer narrative:
A conclusive root cause could not be determined as the device was not returned for evaluation. However, it is possible that the device was used to seal over metal objects such as sutures, clips and/or staples or appropriate bar setting were not used to achieve the desired tissue effect. The reported event is not occurring more frequently or with greater severity than is usual for the device. The lot control sheet for the complaint device indicates that the device passed all applicable inspections and tests prior to release. This is being filed due to the device not coagulating being an inherently dangerous situation even though there was no patient injury associated with this event.device not returned for evaluation.